Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified; crease fold, white particles inner the shell. Leak test and microscopic analysis was performed which identified; opening crack and sharp opening. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.